Manufacturer narrative:
(B)(4). A service history review revealed the device had not been serviced before. A device history review was performed finding no exceptions, nonconformances, or reworks that occurred during the manufacturing of the complaint lot or serial number. Baxter has conducted a trend review and will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 313. The root cause of this condition could not be determined. No repairs were performed as the customer refused the service estimate. Review of the device event history determined that the reported condition occurred on (B)(6) 2010 and not the originally reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump which experienced failure code 313. It is unknown when or at what point in the process this condition occurred. There was not patient injury or medical intervention. Review of the device event history determined that this condition interrupted delivery. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.